Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected flashing white display noted. The pump was received with normal operating currents. The pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly to j7/ pcb 1 during visual inspection. However, the pump was received with no audio tone during self-test due to open coil on l6 pcb 1. The pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced display anomaly, no audible tone/beep. The customer's blood glucose value was unknown. The customer stated that the display was flashing. The customer stated that the volume disappeared and does not make any sounds but does vibrate. The customer stated that the pump did not beep during the tone test. The product was returned for analysis.